Event description:
Independent repair center: customer alleged noisy unit and the key failure is the compressor is noisy. Per independent repair center statement, the unit was noisy. The key failure was sieve beds component was saturated. Additional malfunctions were manifold was stuck, compressor was noisy and the switch on/off was broken - no alarm.